Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported power off during an infusion was reproduced while running a loaded set. A review of the event history log identified "improper shutdown!" Events and visual inspection identified one (B)(6) battery contact pin and contamination on both of the positive battery contact pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a power off during an infusion. There was no patient involvement. No additional information is available.